Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection of the returned products noted that the trocar balloons, valve seals and doors appeared to be intact. The obturators were not received. The inflation syringes were not received. The lock collars were broken on both devices. Pmv performed functional testing: the balloon were inflated; no leaks detected. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the broken lock collars may occur when mishandled during clinical application. The root cause of the observed damage was found to be due to the device not being used as intended which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic robotic prostatectomy procedure, upon removal of the device, small white plastic piece of the device cracked and fell off outside of patient cavity. The case was completed upon removal of the device. There was no patient injury.